Manufacturer narrative:
Section a4, a5 patient information: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2024 -(B)(6) 2024, respectively. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was explanted from the right eye due to an unspecified reason. The replacement lens is a different model zlu300, 22.5 diopter. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 15, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The lens was received cut in half and coated in viscoelastic. The lens was cleaned and presented with no issues that would have caused or contributed to the complaint event. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.